Event description:
As the genesis 9x29 sds was being advanced through an unk 7f sheath, the stent came off the balloon delivery system. The stent drifted down the catheter, and could not be placed properly. The stent had to be surgically retrieved. The pt is said to be in good condition. Add'l pt and procedural info has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.